Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, the t1 of the ultra fast-fix could no be deployed. The procedure was completed with a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One curved ultra fast-fix assembly p/n 72201491 was returned for evaluation. The information provided states: ¿during a meniscus repair surgery, the t1 of the ultra fast-fix could no be deployed¿. Visual assessment confirms the complaint. The depth limiter has been cut to the surgeons desired length. T1 and t2 remain on delivery needle. The condition of the device indicates t1 was inadvertently dislodged from the delivery needle when removing the depth limiter. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.